Event description:
It was reported that during a CABG procedure aortic valve replacement, a small amount of blood was noted leaking from the back end of the deflection handle. The device was removed and direct cannulazation method was used. There was no adverse patient outcome.